Event description:
A physician reported poor clinical outcomes following lasik surgeries. A review of the pt records provided showed one pt with a loss of 2 lines of best corrected visual acuity in the left eye only. During the first six weeks post-op, the exhibited epithelium defect, central haze, stromal folds, diffuse lamellar keratitis (dlk), rough corneal surface and microstraie with edema and superficial punctate keratitis in the left eye. A flap lift on the left eye was performed at approximately two months post-op. The pt's uncorrected visual acuity prior tothe flap lift was 20/25-2 right eye, 20/30 left eye. Bscva on the left eye following the flap lift was 20/30.